Manufacturer narrative:
Tracking #.45761. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported "while securing the mesh the stapler jammed" during surgery occurred. The device was rec'd with the driver adhered to the track with dried body fluids. The body fluids were extricated and the device was cycled and fired the remaining five staples well formed. No deformity could be identified during testing. The incident reported by the surgeon could not be repeated.

Event description:
It was reported during a laparoscopic hernia repair when stapling the mesh the ems jammed. A second ems was opened to complete the case. There was no consequence to the pt.